Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the basket could not be opened. The basket was removed from the working channel and it was found that the plastic coat of the basket shaft was crumpled. The procedure was completed with different kind of basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results revealing side car push back.

Manufacturer narrative:
(B)(4): a visual examination found that the clear outer sheath was pushed back in the proximal direction from the distal end of the coil for a length of 3 millimeters. The sidecar was also found to be deformed at both ends. The proximal end of the clear outer sheath was found to be jaggedly torn out from underneath the black heatshrink. The clear outer sheath was found to be buckled/accordion in multiple places. The coil of the device was found to be bent slightly also. A functional evaluation found that when the handle of the device was actuated to extend the basket; the coil and sheath would move together with the basket not allowing the basket to extend. A second evaluation was attempted by holding the proximal end of the coil by hand and attempting to extend the basket, but the basket could not be extended. The basket was finally pulled from the coil assembly using pliers and it was noted that the basket was slightly deformed in shape. The condition of the returned incident device was consistent with the complaint that the basket of the device would not open. The most probable root cause is operational context since the coil and basket wires were deformed due to the attempted use, which caused an interference fit between the basket and coil assemblies when an attempt was made to extend the basket a subsequent time. Additionally, the interference between the basket and coil most likely created enough force (when an attempt was made to extend the basket) that the coil assembly including the outer clear sheath was pulled out from the connection of the heatshrink. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).